Manufacturer narrative:
(B)(4). Information is unavailable; device was not returned for evaluation. Additional information was requested. The device was not returned for analysis. However, there was a packaging lot or batch number provided by the user facility. With this information, the manufacturing related records were reviewed and we were unable to confirm the complaint nor determine a manufacturing or design related cause for the reported event. Complaint information is trended on a regular basis to determine if further investigation is warranted.

Event description:
It was reported that during a sigmoid procedure, there was staple line leakage. The patient underwent a coelio procedure on (B)(4) 2011 to treat advanced cancer of the sigmoid (many metastases ) on a woman of (B)(6) with a sensitive area (vascular problems with recent infarction) and unprepared before surgery (no colon enema to empty the faeces). No anomalies during this procedure in handling the stapler: the surgeon, accustomed to such material did not note any unusual sensations, the staple line was performed normally and had no visual anomalies. A clamping the colon was made to perform a test to the air which revealed no abnormality, a posterior drain was placed . Anesthesia (general) has been well supported. The patient was admitted to the ICU for monitoring vascular history related to the patient. During the follow-up visit on (B)(6), the surgeon noticed the presence of about 1 cm of brown liquid in the drain. The surgeon decided to re-operate the patient with a laparoscopic procedure. During the second procedure (patient still unprepared, without prior enema), the surgeon found a beginning of peritonitis with purulent fluid in the abdomen of the patient. An air test was performed with difficulty due to the presence of a pasty material. After review of the staple line, the surgeon noticed that it was intact but with its level a oozing of fluid and feces. The surgeon decided to perform the hartmann technical with a colostomy. The patient undergoing chemotherapy for cancer-related the continuity of the sigmoid will be considered only in several weeks.